Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from a manufacturer rep regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was having similar symptoms to past incidents where the patient had lead revisions. Caller stated that the issue had started occurring again. Rep was notified that patient was experiencing shock and loss of therapy. The date of when the event started was unknown. On (B)(6) 2017, rep stated that the hcp reported the event to him on (B)(6) and it is unknown when this latest episode started. He stated that the patient is being seen by the doctor today around 11 am and another rep will be present at the appointment. At that point, they will have additional information. No further complications were reported/anticipated. Additional information: it was reported the patient had high impedances on several contacts. The patient was reprogrammed with existing electrodes. The patient had many out or regulation (oor) messages. The cause of the shocking was determined to be programming on oor. It is unknown if the issue has been resolved. No further information was reported.

Event description:
The reason for call was caller said patient reported that therapy didn't really work. Therapy has not been used in some time, but caller didn't appear to know how long patient hasn't used the system. Caller did mention 4 years, but he didn't sound confident. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Caller told by pt that scs system has been off for 4 yrs. Caller doesn't know the reason for pt no longer using scs system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.